Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the circumflex (cx) artery. The physician attempted to advance the 2.75x28mm taxus express2 drug eluting stent, however, a lot of resistance was felt. He continued advancing until he noticed that the shaft had snapped. The fracture was 18 inches from the hub, 2 cm distal to the second marker on the hypotube. The catheter was withdrawn and the procedure was successfully completed with a shorter taxus stent. No patient complications were reported. Patient status reported as "satisfactory".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.